Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician placed the ace68 using a non-penumbra sheath. The physician then felt resistance while advancing a penumbra system 3max reperfusion catheter (3maxc) through the middle of the ace68, and therefore the 3maxc and ace68 were removed. The physician reported that the middle of the ace68 was flat. The physician therefore completed the procedure using a new ace68 and the same 3maxc. There was no report of an adverse effect to the patient.